Event description:
It was reported that a distorted haptic was discovered after the lens was implanted. It was stated that the incision was enlarged for removal and the lens was removed the same day. Another (B)(4) 22.0 lens was implanted and there was no other pt complications.

Manufacturer narrative:
The lens was not received for eval at the time of submitting the medical device report. The lens met all mfg specifications prior to release. All pertinent info available to abbott medical optics (amo) has been submitted. Should new info be received that changes the facts and/or conclusion of this report. A supplemental report will be submitted.

Manufacturer narrative:
The intraocular lens was not received; however, the empty lens box was received. A hand written note on the lens box stated: the lens was cut out (haptic). A follow up with the customer indicated that the lens was most likely lost due to the small size of the lens. Prior to release to market the intraocular lens met all manufacturing specifications. The manufacturing record review showed that the production order was manufactured according to specification. No nonconformance records (ncr) were generated. All pertinent information available to abbott medical optics has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted. Placeholder.

Manufacturer narrative:
Correct date of event: (B)(6) 2011. All pertinent information available to abbott medical optics (amo) has been submitted.